Manufacturer narrative:
S/w ver 2.6d pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, broken battery tube threads, broken reservoir tube lip, cracked case behind the pump at the corner of the belt clip rails, keypad overlay texture damage, stained serial number label, end cap address label missing, missing display window cover, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that crack is seen on reservoir side and bottom. The insulin pump will be returned for analysis.